Event description:
Extravasation of normal saline post chemotherapy from indwelling port-a-cath. Huber needle removed; new needle accessed in different location. After approx 150cc ns infused, clear fluid leakage noted at needle site.